Event description:
The device was used during an unspecified procedure. Reportedly, the anchor block broke, the knife disengaged, and the surgeon cut his finger. The surgeon applied another device to complete the procedure. The hosp has reported no injury occurred.